Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. During incoming inspection prior to release for clinical use, the customer contact reported the device did not sound an audible alarm tone during an alarm condition. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.